Manufacturer narrative:
All information reasonably known as of 15 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Photos of the device were provided and confirmed the reported event. However, root cause could not be determined. All information reasonably known as of 23 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. Photos of the device were provided. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 9611594-2020-00164 for the second report. It was reported that the feeding tube was placed (B)(6) 2020 and removed (B)(6) 2020 due to "gj [gastrojejunal tube aspirating milk back from gastric port when jej [jejunal] fed. Removed and tested and when flushed through jej port, feed comes out of gastric tube. Removed and flushed water through jej port and clearly able to see it come out of gastric hole." Tube removed and replaced with low profile button. No patient injury was reported. The avanos representative stated "I attached extension sets to both outlets, I clamped the jejunal end near the stripe away from the gastric outlet. I then placed in water and was able to aspirate water via the jejunal port. There is a leak between the gastric and jejunal tubes." Additional information has been requested but not yet received.